Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-jan-27. Investigation summary a device history review was conducted for lot number 59012033. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was submitted to our facility to aid in our investigation. Our engineers noted the presence of a black foreign body in the spike chamber. The issue has been confirmed. Compositional testing of the foreign material was able to positively identify it as styrene/acrylonitrile; this is the same material that is used to manufacture the spike component. The most likely cause for the discoloration of the styrene is prolonged exposure to high temperature during fabrication and molding. If the injection molding experiences a build up of styrene residue, the prolonged exposure will be sufficient to generate the observed body. A review of the molding line found that the injection spike and gas emission line were free of any obstructions at the time of review.

Event description:
It was reported when using the bd IV set an115 23g 1in bp there was foreign matter in fluid pathway. The following information was provided by the initial reporter. The customer stated: "foreign matter was in the chamber at the tip of spike."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd IV set an115 23g 1in bp there was foreign matter in fluid pathway. The following information was provided by the initial reporter. The customer stated: "foreign matter was in the chamber at the tip of spike."